Event description:
It was reported that the customer's insulin pump alarmed motor error for several days. The blood glucose reading was 450mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test and alarmed during the prime test as a result of a loose drive support disk. The motor passed the motor test. The device was received with cracked reservoir tube lip, scratched screen, and cracked battery tube threads.